Manufacturer narrative:
Section d6a: if implanted, give date: n/a - lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a - lens was removed/replaced during the same procedure. Section e1: initial reporter telephone number: (B)(6). Section h3: the device was not returned for evaluation as the lens was in small pieces and discarded by the customer; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect: impact code: 4625 sutures and incision enlargement. Section h6: health effect - clinical code 4581: no code available (incision enlargement) all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was inserted and a scratch was noted after insertion into the patient's eye. The iol was removed and a new lens was placed. The iol came out in small pieces; therefore, the lens is not available for device evaluation. Through follow up, it was learned that unplanned sutures were used, the wound was extended; however, a vitrectomy was not required. There was a slight delay during the procedure as the lens had to be removed and replaced with another johnson & johnson lens (same model and diopter) as a replacement. The delay did not affect the overall flow of the day. The replacement lens was successfully implanted. There was no patient injury reported. The patient was discharged the same day, 30 minutes following the surgery. No other information was provided.